Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
The (B)(6) male patient had an aif with angioplasty and stenting procedure. The sheath was left in place after the procedure and patient was oved to recovery. When the sheath was being pulled a couple of hours later, the nurse felt a pop and gush of blood. The dilator was not in place at time of removal. It was noticed that the sheath had unraveled and wires were exposed. The tip of the sheath was missing. The patient was transferred to the hospital for a physician to evaluate and attempt to remove the device portion. As of now, the distal light blue tip of the sheath remains in the patient because physician was unable to locate the device portion. The patient was x-rayed to attempt to locate the device portion.